Event description:
In 2006 the hcp reports a bilateral dbs dystonia imp pt with a unilateral infection of the ins and extension in 2005. The hcp reports that the infection is one of four or five cases within their hosp. The infectious disease dept at the hosp evaluated the situation and "did not believe that it was the same strain (no specific strain reported) as from one member of the staff, but that it was one of a series." The dept has implemented add'l prep/scub procedures for both staff and pt. They do not feel this was related to the device. The hcp reports they removed one side of the system leaving the lead in place and that the pt is still imp with one side and doing fairly well. The MFR did not receive a user facility medwatch for this event and, as of the date of this report, has not been able to obtain additional info on pt symptoms or device specific info. A follow up report will be sent when add'l info is received.